Event description:
It was reported the patient experienced a loss of therapeutic effect. The device had reportedly been charging fine but "didn't have power". The stimulation was intermittent. It was also reported when the patient moved a certain way, the stimulation could not be felt. The patient had been having problems for the last 5 months. There was no known incident related to the onset of the problems. The patient had an appointment with her physician in approximately one week. Additional information received indicated the event was attributed to the programmer. The patient experienced no stimulation. It was also reported a revision (unspecified) had or will be performed. The patient outcome was reported as "serious injury recovered without sequela.'